Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Reported event is not a complaint. (Literature article is a meta-analysis and exempt from complaint review per exclusion criteria list). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: electrosurgical bipolar vessel sealing during axillary lymphadenectomy: a systematic review and meta-analysis. Source: breast disease article no. 35, (5¿11), 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, various methods were used during axillary lymphadenectomy, including sharp knife dissection, bipolar diathermy, harmonic scalpel and bipolar vessel sealing systems. In the previous meta-analysis currie et al found that the use of harmonic scalpel had comparable results in simple electrocautery in total postoperative drainage and sarcoma development. An electrosurgical bipolar vessel sealing system seems to increase the accuracy of axillary dissection and was equally safe compared to conventional suture ligation regarding intraoperative and postoperative blood loss. They were associated, however, with an increased incidence of seroma formation. Further randomized trials were needed in the field in order to obtain firm conclusions.